Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high results for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) for 2 patient samples assayed on the unicel dxc 600 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that quality control results prior to and after the event were within the established ranges for the laboratory. A field service engineer (fse) was dispatched to the customer's site. The fse replaced the ion selective electrode (ise) module. The fse verified performance of the ise module. The customer repeated the assays for the 2 patient samples on another analyzer and reported those results. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
Erroneous results generated. A definitive root cause for the event has not been determined.